Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the data collected for identification of emerging trends. All available information has been provided to bd regarding the reported event. If additional information is received, the complaint record will be reassessed. Medstation does not have an allegation of the product. Upon further evaluation, the issue was identified with the smart remote manager.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis station did not turn on or off following a power outage. The device emitted a loud beeping noise and did not become operational. Rss indicated that the device was offline. As a result, the facility was unable to dispense medications from the station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.